Event description:
It was reported that when the pt was seen for initial stimulation of a split electrode device, there was no response to stimulation on any channel, even with maximum output (220.8 pulse duration and mcl's set at saturation lines). A post-operative x-ray confirmed the device placement was in the cochlear.

Manufacturer narrative:
Even though no device failure is assumed, the condition might result in a revision or explantation surgery. The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.